Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.6; lab: 2.66. No known changes in meds, pt status for pt that would account for differences in results.

Manufacturer narrative:
Investigation pending.